Event description:
It was reported that the tip detached. The 80-90% stenosed target lesion was located in the severely calcified and moderately tortuous subclavia. After using a 0.035 inch wire, a v-18 control wire was selected for use. During the procedure when passing the lesion, 1.5cm of the tip detached. The wire body was removed. A new v-18 control wire was used to successfully complete the procedure. No interventions were performed to retrieve the tip fragment. The tip remained in the lung and the patient experienced no symptoms due to the tip detachment. The patient was in stable condition. It was noted that the v-18 control wire had expired 5 months prior to being used.

Manufacturer narrative:
Device eval by MFR: device analysis was completed on (B)(6) 2021. The returned device matches with upn provided by the customer. The returned guidewire had the distal tip bent with a section of the core wire exposed due to the polymer jacket damaged, the distal tip of the guidewire is intact. Microscopic inspection confirmed the polymer jacket was damaged. Dimensional inspection revealed the distal, middle and proximal sections of the device were within specification.

Event description:
It was reported that the tip detached. The 80-90% stenosed target lesion was located in the severely calcified and moderately tortuous subclavia. After using a 0.035 inch wire, a v-18 control wire was selected for use. During the procedure when passing the lesion, 1.5cm of the tip detached. The wire body was removed. A new v-18 control wire was used to successfully complete the procedure. No interventions were performed to retrieve the tip fragment. The tip remained in the lung and the patient experienced no symptoms due to the tip detachment. The patient was in stable condition. It was noted that the v-18 control wire had expired 5 months prior to being used.